Manufacturer narrative:
Follow-up #1: date of submission 01/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/30/2015 with the following findings: the keypad cover was intact and all keypad buttons responded normally to button presses. The keypad cover was removed and there were no defects found to the button contacts. The complaint of a keypad button response issue could not be confirmed or duplicated on investigation. Investigation did confirm the complaint of moisture behind the display lens. Leak testing revealed a case seal leak near the bottom right corner of the display lens and bottom left corner of the keypad. Unrelated to the original complaint, investigation revealed a hairline crack in the battery compartment. Additionally, the audio bolus button cover was damaged, but the bolus button was still responsive. The pump casing was removed and there was evidence of moisture on multiple internal pump components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the up arrow, down arrow, and ok keypad buttons were under responsive and that there was moisture/corrosion behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.